Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, the quickcut was unable to cut the suture. Surgical scissors were used to cut the suture. After advancing the knot to the artery, the subcutaneous skin "puckered." Although the skin "puckered," hemostasis was achieved with the suture. There was no planned intervention to resolve the skin puckering. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.